Event description:
Healthcare worker was moving a piece of equipment that had a container of cidex plus. The products splashed onto the table. The worker cleaned the spill with paper towel. The worker cleaned the spill with paper towel became saturated with the cidex plus. Healthcare worker was not wearing gloves at the time. Healthcare worker experienced redness to the left had and peeling described as similar to peeling of the skin after a sunburn. The peeling and redness resolved the next day. It was stated that no further problems have been reported.